Event description:
Initial reporter indicated that a system and normal mode diagnostics test was performed on a patient that resulted in "high impedance" indicating a possible lead malfunction. It was additional information attained that the patient's vns system is now at end of battery life and the patient has been scheduled for a total revision of their vns system. Good faith attempts will be made for product return.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.